Event description:
The smoke coming out from architect i1000sr processing module power supply when the third-party distributor engineer onsite for tsh assay update. The third-party distributor engineer stated that loud noise coming from the architect i1000sr processing module, and smoke was observed. The smoke from power supply connected to architect i1000sr processing module. There was no damage to the customer facility. There were no patient involvement and no harm to user reported. No additional impact to user safety was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.